Event description:
It was reported that the patient presented with failed hardware. Procedure: removal of posterior instrumentation, exploration of fusion, repair of pseudoarthrosis with on-lay bone morphogenic protein and electrical stimulator. (B)(6) 2007- proop dx: spinal stenosis, lumbar instability. Procedure: implantation of stimulator, posterior instrumentation at l2-3, posterolateral fusion at l2-3, l3-4, bone morphogenic protein. Follow-up surgery: (B)(6) 2005- procedure: removal of battery pack. (B)(6) 2006- preop dx: si joint dysfunction, back pain. Procedure: si joint fixation fusion. (B)(6) 2008- procedure: removal of battery pack. (B)(6) 2010- preop dx: painful screws. Procedure: injection of screw head. (B)(6) 2010- proop dx: painful hardware. Procedure: removal of posterior instrumentation and exploration of fusion. (B)(6) 2006- increased pain. (B)(6) 2007- MRI report- history: neck pain with right arm numbness and in fingers with no history of injury. Conclusion: straightening of the lordotic curvature of the cervical spine, ddd with disc bulges at c4-5, 5-6, 6-7 with spondylosis producing stenosis, bilateral foraminal stenosis at c2 to c7. Mild scoliosis of lumbar spine with hypertrophic osteoarthritic changes, disc bulge at l2-3, stenosis at l2-3, hypertrophic changes of facet joints with prominent synovitis. (B)(6) 2007- broken screws. (B)(6) 2010- broken screws. (B)(6) 2013- pseudoarthrosis at l2-3. Broken screw in the pedicle at l3. (B)(6) 2013- MRI report: l2-3 circumferential disc herniation and bilateral neural foraminal narrowing, extensive postsurgical changes of the lumbar spine. Bulge at l1-2.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2005 patient underwent the following procedures: removal of posterior non-segmental instrumentation, exploration of fusion, repair of pseudoarthrosis with on-lay bone morphogenic protein and electrical stimulator. Pre-operative/ post-operative diagnoses: failed hardware, possible pseudo arthrodesis. As per op-notes: an ebi stimulator battery pack was placed subcutaneously and the leads placed in the lateral gutters, bone morphogenic protein was mixed with hydroxyl apatite and placed in the lateral gutters after irrigation and cultures had been obtained. No complications were reported.